Event description:
The valve was implanted, pt went to recovery room pt coughed and her abdomen filled up with fluid. They brought pt back to surgery within 30 minutes. The valve was removed. At first appearance, the valve looked to be intact. But on closer inspection, the valve was flushed with saline- fluid came out from the side seam of the valve. A new valve was placed in the pt and the pt has tolerated the new valve well.